Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to glenosphere loosening. Patient underwent reverse total shoulder arthroplasty in the past at unknown date with smr components both on glenoid and humeral side. Patient experienced aseptic loosening of the glenosphere. Reportedly, the patient was found to have poor bone quality. During revision, surgeon removed the glenosphere and baseplate, and patient was converted to an anatomic configuration retaining humeral stem and reverse body and assembling a cta head (part number 1323.09.460) onto the original reverse body using and adaptor for reverse body (part number 1352.15.200) and an extension (part number 1352.15.001). Surgery was completed as intended. The patient is femaile, date of birth on (B)(6) 1942. The event occurred in the united states.